Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that the patient showed up in the ER with back pain. A CT scan revealed that the patient had a type1a endoleak, a type 1b endoleak at the patient's right common iliac, and type ii endoleaks from lumbers. The physician¿s opinion is that the type ii endoleaks probably contributed to disease progression in the seal zones which lead to the type I leaks. The physician used a 16x16x93 and a 16x13x156 endurant limb to extend to the external iliac on the right side to successfully seal the type 1b endoleak. After sealing the type 1b endoleak with the 16x16x93 and the 16x13x156 limb extensions, the physician performed an open procedure to fix the type ia endoleak. The physician exposed the aorta and used a dacron graft to sinch down around the aorta at the level of the renal arteries. Subsequent angiography showed that this was effective in sealing the aorta to the proximal portion of the endurant stent graft using this technique. The physician stated the event was related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).